Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that bilateral suture placement with two proglide devices each in the calcified right common femoral artery (rcfa) and calcified left common femoral artery (lcfa) was attempted, using the pre-close technique, via an 8f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with one of the proglide devices that was being used in the rcfa. An additional proglide device was used for successful suture placement using the pre-close technique in the rcfa. Reportedly, a dissection of the vessel was noted after pre-placing the sutures of two proglide devices that were used in the lcfa. A cut-down was performed (widening of the nick and spread) and the sutures of the proglide devices that had been pre-placed in the lcfa were removed. The dissection was treated with a vascular graft and manual arterial compression was applied to achieve hemostasis. A new access site in the lcfa was created and sutures from two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f in the lcfa and upsized to 12f in the rcfa. The aaa was completed and hemostasis was achieved in the lcfa and rcfa with the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.